Event description:
Found difficulty in removing the device. "Cuff roll" was observed in the balloon. The indwell time was 77 days.

Manufacturer narrative:
The complaint of the "cuff roll" is confirmed, cause unk. During functional testing the balloon was inflated with a 20cc syringe filled with water. The balloon inflated with no difficulty and no leaks were observed during inflation. During water retraction the walls of the balloon were observed collapsing in a uniformed manner. The incident of "cuff roll" was observed upon deflation of the balloon. The "rolling" of the balloon material is located in the middle of the balloon material. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.